Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarmed. The customer¿s blood glucose level was 300 mg/dl. Customer reported that when they was out of river insulin pump alarm started off. Customer also reported that they received a book image on the insulin pump screen. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.